Event description:
Device produced a blood lgucose result of "lo" (< 10 mg/dl), without having first applied blood or control solution to the test strip. Pt's blood glucose was not affected and no treatment was received. Pt's current condition: good, technical support requested the return of the suspect device and replacement product was shipped.